Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified mid left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly calcified mid left anterior descending artery. A 3.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent struts were slightly lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.